Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead pin could not be inserted into the rv port of the implantable cardioverter defibrillator (ICD). Difficulty had been experienced due to rv lead insulation expanding with insertion force applied. The physician felt the lead was fully inserted but impedance seen through the ICD was high. Fluoroscopic imagery showed that the lead was not fully inserted into the ICD. Several attempts were made to reinsert the lead unsuccessfully. A second ICD was then attempted with similar difficulty. A third ICD was eventually implanted successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.